Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the implantable neurostimulator (ins) was replaced in (B)(6) 2016. The ins was replaced as scheduled since the battery had reached the end of its life. Overall the results from the ins had been really great. The patient had an incomparably better quality of life and in many situations could refrain from using a wheelchair. Prior to implant, using a wheel chair was inevitable. The patient suffered from a certain variant of generalized dystonia since early childhood.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.